Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in less than two seconds of pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options. The device was explanted and replaced and the lead was surgically abandoned and replaced. No adverse patient effects were reported. The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.